Event description:
Clinical study. Same case as MFR # 6000089-2004-00813. After a coronary drug eluting stenting treatment procedure a thrombosis occurred in close proximity to the stented area. Target lesion 1 was identified in the mid left anterior descending (lad) with 95-99% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 20 mm taxus express2 8.8% stent. A second taxus express2 8.8% 3.0 x 20 mm stent was placed overlapping the proximal edge of the first stent. Residual stenosis was 0% following post-dilation. A distal dissection that is not specifically mentioned in the cath report was noted by the research personnel. In addition, there is an indication in the discharge summary that a side branch of the lad was compromised. The pt left the cath lab in stable condition. Upon arrival to the floor after leaving the cath lab, the pt was having significant chest pain which was treated with aggressive medical therapy including nitrates. It was felt that the pain could be due to an occluded septal branch (right bundle branch block morphology was noted on EKG). The pt's cardiac enzymes met guideline criteria for myocardial infarction. They were kept over the weekend for observation and progressed steadily, although they did experience some atypical chest pain. Echocardiogram revealed normal systolic function with mild mitral and tricuspid regurgitation. There were no other significant findings. The pt was discharged 4 days later with plans in place to intervene on the rca and rpda in about one month's time.